Event description:
Tip of catheter broke off inside the pt and had to be surgically removed.

Manufacturer narrative:
Conclusion: only the shaft section was returned for evaluation. The catheter's tip was not returned. Mfg engineering visually inspected the catheter and could not see any mfg deficiencies. Visual inspection showed that the wires were visible protruding from the shaft at the break location. This is evidence of a good weld. Slight stretching of the shaft material was visible at the break location, as would be expected. Unable to determine the degree of elongation of the tip material as the tip section was not returned. Based on the tip section not being returned the cause of the complaint cannot be determined. It is known that if the catheter is removed over the guidewire and excessive compression is applied to the exist site the catheter's tip will begin to neck down on the guide wire and if not caught in time the tip material will finally break. This defect has been noted for trending. No further corrective action at this time. Frequency has not increased nor the severity of this event greater than usual.